Event description:
A 43-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2024. On (B)(6) 2024, the patient reported experiencing pruritus affecting both the scalp and the entire body. Due to the intensity of the itching, the patient removed the arrays. The patient also noted that a higher dosage of chemotherapy had been initiated and inquired whether the rash could be related to this change in treatment. On (B)(6) 2024, novocure was informed that the patient developed hives and a rash on the scalp, and that the healthcare provider (hcp) prescribed an unspecified steroid for management. On (B)(6) 2025, confirmation was received that the patient was prescribed an unspecified topical ointment and dexamethasone 1 mg twice daily. According to the patient, the rash improved, and the patient remained on optune gio therapy. The prescribing physician was contacted with no reply.

Manufacturer narrative:
Novocure opinion is that a contribution of the transducer arrays to the skin inflammation/irritation that required medical intervention, cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Manufacturer narrative:
On january 14, 2025, novocure received additional information from the prescribing physician, that the patient had been prescribed oral dexamethasone by the oncologist to treat the scalp irritation, which was possibly associated with the adhesives on the optune gio arrays. During review of patient´s medical records, received by novocure on (B)(6), 2025, it was noted during a follow-up visit on (B)(6)2025, the patient was also prescribed oral hydroxyzine to address the scalp itching and to help with difficulty sleeping and anxiety. Insomnia and anxiety were not related to optune gio therapy. It was also reported that the patient continued with optune gio therapy.